Event description:
Right sided delivery of the main body graft through an external iliac conduit. The conduit was placed because the iliacs were too calcified and the physician could not advance the main body delivery system through the right iliac. The delivery system was advanced through the right iliac with great difficulty. The main body graft was twisted when placed inside the patient. Graft was deployed. The contralateral limb was completely lateral in the patient's aorta. Physician could not cannulate the contralateral limb, therefore, the suprarenal fixation was released. Placed the ipsilateral limb and attempted an up and over technique through the contralateral leg. During this process, the physician ruptured the left iliac artery. Placed a converter in the main body graft. Physician performed an ilio-fem procedure; connecting the left external iliac to the right common iliac artery in order to obtain the bypass. Tied off the left common artery surgically. Final procedure did not reveal any endoleaks. The next day the patient was hyportensive, anuric, and acidotic. Patient was taken to the or for exploratory laparotomy at which time a necrotic colon and gall bladder were noted and resected. There was evidence of punctuata necrosis in the liver as well. The pt returned to the or the next day, at which time an additional twelve inches of ileum were resected and necrotic rectum was covered with peritonuem. The patient's course over the next several days was one of multisystem failure, sepsis and hepatorenal syndrome. The pt expired. The physician's diagnosis was multisystem atheromatous emboli, orginating in the aorta proximal to the renal arteries, producing multiorgan necrosis/failure and sepsis.